Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the plastic clip on the pb2se blade broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the plastic clip on the pb2se blade broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.